Manufacturer narrative:
Updated: d9, h3, h6, h11. This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: test started date: apr 09, 2024. Sampling from: instrument/suction channel. Cfu: unspecified. Bacterial identification: staphylococcus hominis. The device was evaluated and no abnormalities were identified that may have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus ess visited the user facility on may 6, 2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. The user reported that the culture test results performed on the day the device was shipped were negative but were unsure if the olympus device caused or contributed to infection and asked that the scope to be reviewed by the olympus team. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the IFU before repair, growth of microorganisms were found. It is possible cross-contamination of the bronchoscope occurred in the reprocessing space. Based on the available information, there does not seem to be a strong correlation between the bacterial findings of the patients and the nature or reprocessing of this bronchoscope. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The bronchovideoscope was cultured, but there was no growth. The scope was not ethylene oxide (eto) sterilized. Non-olympus detergents were used on the endoscope. The minimum effective concentration is being checked after each cycle in the automated endoscope reprocessor (aer). The aer used is non-olympus. The endoscope channel is being brushed during manual cleaning with a single use brush. Pre-cleaning is performed immediately after a procedure. The endoscope is stored in a non-olympus endoscope drying cabinet. An olympus endoscopy support specialist (ess) visited the customer site on 29feb2024. Based on the observation summary report from the ess, there were no reprocessing deviations observed during the on-site visit. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR's 04643, 05272 and 05268.

Event description:
It was reported a patient developed an infection with pantoea spp. The patient was exhibiting symptoms prior to the use of a bronchovideoscope, which in turn assisted with diagnosing the infection and therefore not causing the infection. The infection was verified with two positive cultures for pantoea spp via bronchial wash and lung culture via endobronchial ultrasound bronchoscopy (ebus). The facility cultured the bronchovideoscope with no growth and no microorganisms detected.